Manufacturer narrative:
The autopulse platform is a reusable device and was manufactured on 10 sep 2010 and has exceeded its expected service life of 5 years. The reported event was confirmed during functional testing and archive data review of the autopulse platform (sn (B)(4)); the root cause was due to the driveshaft not at its home position which is likely a user error. The driveshaft was adjusted to home position to remedy the reported issue. Upon servicing of the platform and replacement of the damage part, the platform was functionally tested and passed all final testing without any issues or error message observed. The archive data was reviewed and contained a ua45 (driveshaft not at "home" position after power-on/restart) error message on (B)(6) 2017. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua45 error message observed in the archive data is easily clearable by user. For example ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Evaluation of the platform during initial power up, revealed a ua45 error message. As part of routine service during testing, the platform was examined and found physical damage on the front enclosure cover and a stiff driveshaft. The observed physical damage was unrelated to the reported event. The clutch plate was deburred to remedy the stiff driveshaft and the front enclosure cover was replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a ua 45 (driveshaft not at "home" position after power-on/restart) error message. Unspecified troubleshooting attempts were performed by the user; however, the ua 45 error message was unable to be cleared. No patient involvement was reported. No further information provided.